Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi (greater than 600 mg/dl) and 69 mg/dl. Customer was feeling sweaty at the time of the readings and was treated with two donuts and orange juice. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.